Event description:
Medtronic received info that during the procedure, just after removal of this aortic root cardioplegia cannula, the blue distal tip detached from the cannula body and was lodged in the arterial wall. The tip was successfully removed and retrieved from the pt. There were no adverse pt complications as a result of the incident. The cannula was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection noted the cannula and distal tip was returned in one piece. Microscopic visual inspection noted the bond joint was previously compromised at some point in time. The distal tip was then removed from the cannula body with little force. Eval of the distal end of the cannula body and tip both revealed evidence of adhesive on both parts. There were no other anomalies observed with the cannula body or tip. The product was forwarded to the contract manufacturer for additional investigation. Conclusion: based on the info provided and analysis results, we confirmed the clinical observation. However, the root cause of the distal tip separating from the body of the cannula could not be determined at the time of this report. There were no adverse pt effects reported as a result of this incident. A device history review did not reveal any nonconformances prior to being released for distribution.